Event description:
The manufacturer became aware of a rep dreamstation auto bipap device alleging kidney disease/toxicity. There was a report of serious or permanent harm or injury. Medical intervention was not specified. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles were not observed. Additionally, the patient¿s complaint was not confirmed, and the device was corrected. The device's event log was reviewed by the service center and no error code found. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported the following information listed in quotes below in error. "During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles were not observed. Additionally, the patient¿s complaint was not confirmed, and the device was corrected. The device's event log was reviewed by the service center and no error code found." Please note that following further review of complaint information it was determined that the device was not returned for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In this report, box h has been updated/corrected.